Event description:
It was reported to philips that the device did not deliver a shock to a patient in cardiac arrest. The patient expired. The customer stated that the device did not cause or contribute to the adverse event, because despite delivering therapy with a second defibrillator, the patient could not be resuscitated.

Manufacturer narrative:
Patient information has been requested, not available at time of report a follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not deliver a shock to a patient in cardiac arrest. The patient expired.